Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation of a mildly calcified and mildly tortuous brachial shunt, the fox sv balloon ruptured at 20 atmospheres during the fifth inflation. The complete balloon was removed from the anatomy. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.